Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified arteriovenous fistula. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During inflation, the balloon was inflated for 5 seconds per atmospheres. However, the balloon burst at 6 atmospheres for 30 seconds. The balloon was deflated and was removed. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified arteriovenous fistula. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During inflation, the balloon was inflated for 5 seconds per atmospheres. However, the balloon burst at 6 atmospheres for 30 seconds. The balloon was deflated and was removed. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device was returned for evaluation. A visual examination identified that the balloon was not folded, which indicates that the balloon was subjected to positive pressure. A longitudinal tear in the balloon material was identified beginning at the proximal markerband and extending approximately 24mm distally across the balloon material. No other issues were noted with the balloon material. The rated burst pressure for this device is 10 atmospheres as per specification. A visual examination with the blades of the device. All blades were present and fully bonded to the balloon material. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device.